Manufacturer narrative:
The failure investigation has been completed and the alleged incomplete load alert was verified in the pump logs; however, no failure was identified. In addition, the alleged minimum fill issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill notifications during the load process. In addition, multiple, incomplete cartridge change alerts occurred. Reportedly, the customer had completed the load process within 3 minutes. The customer's blood glucose level was approximately 200 mg/dl. Reportedly the customer had humalog and lantus available as alternate insulin therapy.